Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (6,250.0 mcg/ml at 2,498.4 mcg/day), catapressan(clonidine) (45.0 mcg/ml at 17.988 mcg/day), and ropivacaine (naropin) (0.6 mg/ml at 0.23984 mg/day) via an implantable pump for an unknown indication for use. It was reported motor stall occurred. The event date was reported to be (B)(6) 2018. It was stated there was a motor stall since (B)(6) 2018 and a critical alarm. The patient experienced moderate withdrawal symptoms and return of pain. The patient received oral drug. The pump would be replaced; surgical intervention was planned, but not yet scheduled. It was stated there were no environmental contributing factors (falls, electromagnetic interference (emi), etc.). The issue was not resolved. The patient status was alive - no injury. No further complications were reported or anticipated. Additional information was received, indicating the pump would be replaced on (B)(6) 2018. Pump logs were provided from an interrogation on (B)(6) 2018 at 13:47. The pump was in a state of motor stall and tube set. The logs indicated a motor stall occurred on (B)(6) 2018 at 23:14. A stopped pump duration may exceed tube set message occurred on (B)(6) 2018 at 23:14.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear and lubrication, and shaft-bearing anomalies in the pump motor gear train that led to the stall. If information is provided in the future, a supplemental report will be issued.